Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that a replacement connector could not be twisted into place. The patient reported attempting to use three different connectors without success and indicated they had an additional box of connectors available to try. The agent confirmed the shipping address and arranged for replacement connectors to be sent. The patient reported that blood glucose levels were not affected during this issue. A lot number was provided for the connectors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.